Manufacturer narrative:
The device was returned for analysis with the guide wire shaping ribbon separated. The difficulties removing and advancing could not be confirmed due to the device condition. The additional noted damage to the shaping ribbon separating, scratched teflon coating and coil damage are consistent with case circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction of devices as the unknown balloon catheter was advanced resulted in the reported difficulty to position. Manipulation of devices resulted in the noted guide wire damages (shaping ribbon separation, scratched teflon coating and coil damage) and ultimately resulted in the reported difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the mildly calcified, moderately tortuous left anterior descending coronary artery. A 3x12mm non-abbott balloon was being used with a balance middleweight hydro guide wire, but the two devices became stuck with each other and had to be removed together. A non-abbott guide wire and balloon were used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.